Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system battery. D4: model#: 1650 / catalog#: 1650 / expiration date: 31-mar-2024 / serial#: (B)(6). D9: no. H3: no. H4: mfg date: 15-mar-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: serial number corrected for second battery from (B)(6) d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, returned on 11-apr-2025 h3: yes d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, returned on 19-may-2025 h3: yes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation as they remain in use. Two (2) batteries (B)(6) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that both devices passed visual and functional testing. Internal visual inspection of both batteries did not reveal any anomalies. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone when the battery reconnects, which were likely perceived as the reported ¿loud, one-second beeps.¿ review of the controller event file revealed one (1) controller power-up event, with an associated motor start event, logged on 06/mar/2025 at 09:09:18, indicating a loss of power to the contro ller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for twelve (12) seconds. No anomalies were recorded leading up to the loss of power. Additionally, log files revealed a decrease in power consumption and estimated flows, and ten (10) low flow alarms were logged on (B)(6) 2025. A gradual increase in power consumption and estimated flows subsequently followed and two (2) high watt alarms were logged on (B)(6) 2025. This is an additional finding, not related to the reported events. Controller log files also revealed a motor start event on 06/mar/2025 at 09:09:23, in which parameters were atypical. As a result, the reported low flow, loss of power, atypical motor start events, and ¿loud, one-second¿ beep events were confirmed. However, the vad stop was not confirmed. It is likely that the loss of power was perceived as the reported vad stop. (B)(6) was lubricated prior to release. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported "beep" event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged rece ptacle. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the device may have caused or contributed to the reported events and observed high power. Based on the risk documentation, possible causes of the observed high-power may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional product; d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, returned on 11-apr-2025 h3: yes d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) d9: yes, returned on 19-may-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the ventricular assist device (vad) patient was experiencing low blood pressure with a mean of 50 mmhg and some premature ventricular contractions (pvc). Due to a prior stroke the patient is unable to manage the vad equipment and is requiring help. While staff were attempting to replace the ac adapter with a new battery the patient became unconscious. Review of log file revealed a pump stop, and low flow alarms and an unexpected power loss to the controller. Unusual curves were noted on the monitor and the final assessment from the vad logs engineer regarding the monitor curve review was pending, with initial feedback indicating no suspected technical issues. Of note, review of log file data also revealed a motor start event with parameters outside of the typical range. The device remains implanted and the controller is still in service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 d4: model #: xxxx, catalog #: xxxx, expiration date: 31-dec-2022, serial or lot#: (B)(6), d9: no, h3: no, h4: mfg date: 03-dec-2021/12-03, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Serial# (B)(6) d9:yes return date: 11-apr-2025 d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: 31-mar-2024 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 15-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient regularly hears a loud, one-second beep from the lvad , but no message appears on the screen. Despite this, the pump values are stable, and the patient is feeling well. The clinical team initially suspected the ICD, but this has been ruled out. The issue seems linked to the new battery that was given to the patient as a replacement for the prior battery issue. The battery has been taken out of service for further testing. If the problem persists, the next step will be to check controller port #1, as the issue seems related to the power source connected to this port. Vad nurses are supporting battery exchanges during rehabilitation. The rehab- hcp staff team will monitor any suspected alarm sounds and will continue to track and manage the handling of the hvad battery exchange.